Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that multiple complications were encountered during impella rp flex support. Following implant, the patient experienced bleeding from a chest closure resultant of a concurrent planned procedure. The patient was given 3000 units of heparin immediately prior to the bleed during impella rp implant. Protamine was given and a heparin drip was stopped to manage the condition. The staff opted to maintain support with the implanted pump while utilizing other means to monitor its performance. The patient survived the event.

Manufacturer narrative:
The investigation into vascular damage - peripheral vessel has been completed. The root cause of the vascular damage - peripheral vessel was not determined as limited clinical information was provided. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23304.

Event description:
The following day, it was reported that the placement signal became unreliable. Troubleshooting was completed, but the issue remained. The staff opted to maintain support with the implanted pump while utilizing other means to monitor its performance.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The failure mode 'optical signal issue' was changed to 'placement signal issue' as failure is related to the dp sensor. The returned product was inspected and there were no physical abnormalities. The sensor was not damaged. The 5s parameters were within normal range. The pump was run in the flow loop test and the drift was reproduced. The data logs show placement signal drifting down and pump flows drifting up before placement signal and cvp went out of range. The logs confirm alarms #1051 - dp signal out of range and #1052 - epm sensor failure. Later during the case there was also alarm #1053 - optical signal out of range. There were no motor current spikes and no position related alarms. The root cause of the placement signal issue was determined to be due to sensor drift. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5. Updated to include placement signal issue description. D10. Concomitant medical products and therapy dates. H6. Updated to capture placement signal issue and investigation.